Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding"), unevaluable event ("has been experiencing other systems") and tooth fracture ("broke 2 teeth on the bottom"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, genital haemorrhage, unevaluable event and tooth fracture outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and unevaluable event with essure. The reporter considered medical device removal and tooth fracture to be related to essure. The reporter commented: physician gave her a cycle of birth control to stop the bleeding and then talking ablation. She asked if the ablation would stop the other systems she has been having and the physician said yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event v added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding"), unevaluable event ("has been experiencing other systems") and tooth fracture ("broke 2 teeth on the bottom"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, genital haemorrhage, unevaluable event and tooth fracture outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and unevaluable event with essure. The reporter considered medical device removal and tooth fracture to be related to essure. The reporter commented: physician gave her a cycle of birth control to stop the bleeding and then talking ablation. She asked if the ablation would stop the other systems she has been having and the physician said yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.